Event description:
Per email: the j has a discontinuity at the outer inner core of the guide which raises the question of rupture risk of the material or refraction of the artery as it passes through.

Manufacturer narrative:
The device was not received for analysis; therefore, no physical analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. If there is any further relevant information received, a follow-up medwatch report will be filed.